Event description:
According to the reporter: a small plastic piece broke off into the patient from the cannula upon insertion of trocar. The piece was removed from the cavity. A new device was opened to complete the case. Or time was delayed 45 minutes. No bleeding reported. No patient injury was reported.